Event description:
Boston scientific received information that this subcutaneous system was explanted due to infection. No resulting adverse pt effects were reported and no information communicated regarding a replacement system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.